Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a secondary set, 15 micron filter in sight chamber, secure lock, 86 cm was found to have become disconnected during patient use. The reporter stated that "3 b lines with spiros attached, spiros became detached, unsure if spiros issue or b line issue (recorded in both areas)". It was unknown if the sample is available for investigation. The status of the product at the time of the event was unknown. There was patient involvement but no harm was noted.